Event description:
It was reported that during a follow-up, the sensing amplitude had decreased and capture thresholds had increased since implant two weeks earlier. Fluoroscopy showed that the distal two centimeters of the lead was motionless and a lateral view revealed anteropical perforation. After an attempt to reposition the lead was unsuccessful, it was explanted and replaced. Post procedure echocardiogram revealed no significant effusion.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was performed, and found to be within specificaiton.